Manufacturer narrative:
If device is returned, eval will be performed to determine if a malfuntion has occurred.

Event description:
This case, reported by a diabetes educator nurse with add'l info from a consultant pediatrician, concerns a three year old caucasian male pt. (Weight 16 kg, height 98cm). The pt had no medical history apart from type I diabetes mellitus, diagnosed in may- 2005. The pt had no previous problems with insulin. No concomitant medications were reported. The pt took insulin lispro protamine suspension 75% / insulin lispro 25% (humalog mix 25) 12 units and 2 units (unspecified) subcutaneously for treatment of type I diabetes mellitus, beginning in 2007. The pt used humapen ergo (unknown pen body type) with an unk cartridge holder attached to administer the insulin. On the evening before hospitalization the pt's blood sugar was 2.9 prior to supper and was not given insulin. He ate well and had a good breakfast. He did not have any signs of being ill. On three days later, four days after starting insulin lispro protamine suspension 75% / insulin lispro 25% (lot number ff6h62d, expiry date mar-2008), the pt experienced severe hypoglycemia at nursery school and he was hospitalized (date to be confirmed). He was treated with glucose (two lots of hypostop gel), 0.5 mg of glucagon intramuscularly and was put on intravenous dextrose 10% as a 30 minute bolus. The event was considered totally unexpected and there was no infection. After the admission to the ward, the pt was found to have high blood sugar as a result of the intravenous infusion of 5% dextrose, water and 0.45% saline. He was given continuous insulin infusion and the intravenous fluids were adjusted accordingly. The blood sugar settled over the next 24 hours. However, when the insulin was changed to his usual insulin lispro protamine suspension 75% / insulin lispro 25% by injection, the pt had a series of hypoglycemic episodes despite normal doses and normal food intake. On the same day, the dose of lispro protamine suspension 75% / insulin lispro 25% was decreased to 10 units and 2 units (unspecified). The vials were changed to a different batch without much success. Laboratory values on that day, were glucose 2.01 mmol/l (4.2-6.4), mean cell volume 74.7 fl (78.0-98.0), hemoglobin 13.4 g/dl (12.5 16.5), white cell count 13.7x 10^3/ul (4.0-11.0), neutrophils total 9.1x 10^ 3/ul (2.2-6.0), platelets 587x10^3/ul (150-395) and c-reative protein 5.7 mg/l (less than 5). Other biochemistry and hematology values were within normal limits. The following day the humapen ergo jammed and it was not administering the correct dose. A bew pen was used and there was no further problems. The pt recovered from the event of hypoglycemia on the folloiwng day and was discharged from hospital on two days later. Insulin lispro protamine suspension 75% / insulin lispro 25% was continuing. This insulin lispro protamine suspension 75% / insulin lispro 25%, and humapen ergo (unk pen body type). The operators of the device were reported as the pt's mother, father and staff, it was unk if the operators of the device were trained. It was unk for how long the pt had used this particular device or if the device would be returned to the company for further investigation. The reporting nurse did not know if the event was related to insulin lispro protamine suspension 75% / insulin lispro 25%. The reporting pediatrician stated that the hypoglycemia may have been due to failure of the pen rather than the batch of insulin. Once a new pen was used there were no further problems. Update 11-sept-2007: add'l info received on 3-sept-2007 from the diabetes educator nurse and the consultant pediatrician. Added pt demographics; dosage, formulation and action taken with insulin; dosage of glucagon, treatment dextrose 10%, user of device, lab results, event stop date. Outcome changed from recovering to recovered. Added suspect device and causality for device. Narrative and psur updated. Update 17-sep-2007: following internal quality review on 14-sep-2007, marked the follow up of eleven days earlier as medically significant for the drug and device, recoded the device under country code, and edited EU/ca fields. Update 19-sept-2007: add'l info received on 18-sep-2007: added drug and device cid number.